Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the distal tip; the distal end of the glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits mild devitrification at output window; the outer flow tubing shows signs of abrasion; the outer flow tubing wall integrity is compromised. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 54,786 joules and 5:45 minutes, the fiber cap failed - the fiber cap / tip was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.